Manufacturer narrative:
Manufactures investigation conclusion: the pump was not explanted after the patients expiration and was therefore not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Death is listed in the hm3 IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient expired on (B)(6) 2016. Due to hospital policy, no other information was provided.